Event description:
Boston scientific received information that this pacemaker displayed low atrial pacing lead impedance measurements less than 200 ohms and ventricular impedance issue. The atrial and ventricular leads were surgically abandoned and replaced. Additional information received from the field representative indicated that the cause was not determined. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available this report will be updated.